Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit was leaking. This was identified prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint device was visually inspected, pressure tested and submerged in water to check for leaks. Results: the pressure test revealed that the complaint device was out of specification. A water bath test was performed which showed that the leak was through the patient end connector. It was observed that there was insufficient glue on the patient end connector of the complaint device. A lot check could not be completed as no lot date was provided. Conclusion: the reported leak was caused by the evaqua (expiratory) limb connector being incorrectly assembled as there was insufficient glue on the evaqua limb connector. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every (B)(4). Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after it was released for distribution. The hospital correctly followed our user instructions and identified the fault during a leak test before use on a patient. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."